Event description:
On (B)(6) 2011, the pt reported that the down button of the infusion device began working intermittently 6 months ago and is now not working at all. He noticed the issue when attempting to bolus. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.